Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing detached from connector causing insulin to leak from connector on (B)(6) 2022 and (B)(6) 2022 respectively, leading to blood glucose level of the patient over 600 mg/dl for both instances, which she tried to treat with correction bolus via pump. For both instances, which she tried to treat with correction bolus via pump. Moreover, both the infusion sets have been used for less than 6-8 hours. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.